Manufacturer narrative:
The following patient identifier is linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure, the duodenovideoscope was removed from the patient. During the cleaning and reprocessing, the nurse noticed that the distal cap was missing. The physician immediately retrieved the distal cap, which had fallen into the patient's throat, using grasping forceps with an endoscope. There was no mucous membrane damage. No harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4, h4, h6, h11. Based on the results of the investigation, the following causes may have led to the occurrence of this incident: the tip cover was not properly attached. Stress such as friction caused by twisting or pushing and pulling inside the body cavity and interference with the mouthpiece was applied to the tip cover during the incident. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.